Event description:
It was reported that no disposable clamp tubing alarm. Alarm silenced prior to call. Settings reviewed and pump restarted. Display now reads run. Encouraged patient to call hotline back with any further needs. No additional information available.